Event description:
A physician reported that his pt, who had undergone an essure micro-insert implantation procedure on (B)(6) 2009, presented to an emergency room with severe pain on one side and was admitted to the hospital. All laboratory tests and ultrasounds were normal and no signs or symptoms of infection were present. The physician stated that the essure placement procedure was uncomplicated. The physician later reported that it was necessary to remove the essure micro-inserts during a tubal ligation procedure on (B)(6) 2009 due to the pain the pt was experiencing; one side was removed hysteroscopically and the other side laparoscopically. The pt's pain resolved following micro-insert removal. The physician believes that the pt's pain was directly related the essure micro-inserts. During follow up after hysteroscopy and laparoscopy, pt reported to physician that she has a history of sensitivity to cheap jewelry. It is unk if pt was screened for a history of nickel sensitivity, whether a nickel allergy test was performed or any result of such test.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test. IFU warning: pts with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.